Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to login to the device. A technical support specialist (tss) checked the device functionality and confirmed the functionality with the customer. After that the customer confirmed that users can login. Then the tss attached the knowledge article (ka) ¿logins slow on multiple stations; high latency to domain controller¿. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to login to the device and no error message displayed on screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.